Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: h10. This follow-up report is being sent as a correction for missing information on "related report number" which was not included in the corresponding h10 field of the initial MDR.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 3 and for the cusa excel 36khz tubing set (c3601) used which is linked to mfg report numbers: 3006697299-2024-00066. 3006697299-2024-00067. A facility reported that their surgical tech put the cusa clarity system together, and when the surgeon went to use it on the liver it malfunctioned. The cusa works by cavitation ultrasonic aspiration and the tip did not move so instead they poked into the liver and caused bleeding. It was quickly fixed using other techniques. A new set of disposables and a new instrument were then assembled and worked appropriately. No additional information has been made available. Customer indicated the following: "reported to FDA on 4/16/24. FDA report number: (B)(4)."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cusa excel 36khz tubing set (c3601) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomaly was reported in the lot during the manufacturing and packaging process. Failure analysis - the unit was visually inspected, and it was observed that the entire section that connects to the handpiece was missing. The handpiece clip, aspirator tube, and retainer clip were missing from the unit. Evidence of stretching due to the handpiece clip was observed on the tubing end; thus, it is concluded that the reported missing components were correctly assembled during product¿s manufacturing process. The pump tubing, suction canister fitting and luers were verified and found in good condition. The tube was verified with water and was confirmed not to be occluded. No defect was found on the tube as received (other than the mentioned missing components). Root cause the complaint is unconfirmed. There were no defects related to the tubing that would hinder the tip from performing as per product specifications. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.